Event description:
Pt brought into the ER by ems in cardiac arrest. Intubated in the field. Pt noted alarms from the lvad and became unresponsive. Controller displayed "call hospital contact." On arrival to ed pt found to have pi 0, flow 0, power 0, speed 0. Time of death 00:22 by dr (B)(6). Log files sent to the company that revealed: the data showed pump stops and low speed advisories while on battery starting on (B)(6) 2019 at 10:58 a.m., two more pump stops at 10:36 p.m., add'l pump stops and low speed events between 10:51:38 p.m. And 10:54:24 p.m. Starting at 10:54:43 p.m. There are multiple low speed events along with a spike in power until 11:03:22 p.m. At 11:03:23 p.m. There were add'l pump stops with the last one recorded at 12:00:08 a.m. On (B)(6) 2019. There were a total of 26 pump stops, 81 low speed advisories, and 32 low speed hazards. Driveline was disconnected at 12:29:43 a.m. On (B)(6) 2019. It was also noted that the pt was always on battery from the start of the log file on (B)(6) 2019 through the end of the log file and never used their power module or mpu. The below behavior has been linked to potential issues with the percutaneous lead.